Event description:
Customer reports that all glucose samples being tested on the clinitek status with non-siemens urine strips have results of 100. The system is programmed to run siemens multistix 10sg urine strips. No information regarding qc on the system was available. There was no report of injury for this event.

Manufacturer narrative:
Customer was running non-siemens urine test strips which are not approved for use on the clinitek status system. Customer was informed that siemens does not provide support for the use of non-siemens urine strips as they are not approved for use on the instrument. Customer agreed to order siemens urine strips that are approved for use on the clinitek status system.